Event description:
Initial info for this report stated the physician used a cook echo tip ultra endoscopic ultrasound needle for a procedure in the pancreas. The needle core cannot extend back to needle lumen under endoscopy. The procedure was finished successfully by another product. This did not reasonably suggest there was bend in the needle at the pt end of the device. Additional info was received stating there is a kink or bend in the needle at the pt end of the device. A bend or kink in the needle component at the pt end has been established as a reportable event. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our evaluation of the returned product confirmed the report. When the distal end of the needle is extended there is a curve in the pt end of the device. There are multiple bends and curves in the device along the length from the handle to the distal tip. The needle was advanced into a olympus gif q20 2.8 endoscope in a simulated upper gi position with the tip in a retroflexed position to simulate a worst case situation using a simulated upper gi fixture. While in the endoscope the needle would extend and retract as intended. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. It is possible that if the needle is against or inside a hard mass while the user applies force and manipulates the directional controls of the endoscope this could contribute to serve bending of the needle near the distal end. Prior to distribution, all echo tip ultra endoscopic ultrasound needles are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.